Event description:
The patient reported their waa was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.

Manufacturer narrative:
The investigation found the rf connector was damaged caused by mishandling. The sma rf antenna connector was deformed, preventing connection of the antenna and triggering the "antenna disconnect" alarm. Therefore, the device cannot deliver therapy. A potential cause is dropping the device onto a hard surface. In addition, the investigation found the power amplifier was damaged (failure mode is low impedance), triggering the "low power detect" alarm and causing the battery to deplete in a short amount of time. Due to the damaged power amplifier, the device does not operate and thermal imaging of the device while operating cannot be obtained. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while charging. Results are as follows: outside thermal temperature while charging: 38.4°c. The outside thermal temperature while charging was 38.4°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in product not returned. Product not returned rates remain acceptably low; thus, CAPA is not required. Product not returned will continue to be tracked and trended.

Manufacturer narrative:
Potential causes of overheating are charger/cable short, misuse of the cable-forced entry of the charger cord into the transmitter, pcb failure, battery failure, thermal cutoff not working (70 deg. C), firmware failure, pcb short, battery short, and battery excessive current (into or out of battery). The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined and the alleged issue could not be confirmed. Complaints are tracked and trended as part of management review. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in product not returned. Product not returned rates remain acceptably low; thus, CAPA is not required. Product not returned will continue to be tracked and trended.

Event description:
The patient reported their waa was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.